Manufacturer narrative:
The system was evaluated at the site. The reported issue was not able to be duplicated by medtronic personnel. All instruments verified and were accurate.

Event description:
A site representative reported that during an ent procedure, the ent registration probe was tracking correctly while the straight, 90 and 40 degree suctions were not. All suctions were unable to be verified producing a "too far from divot" error. The interference error was 0.4 on the patient tracker with no instruments in the field but the site was unable to indicate whether or not the error value changed after introduction of an instrument. The surgeon opted to discontinue use of the fusion navigation system to complete the surgery. There was no impact on the patient.